Event description:
It was reported that this deep brain stimulation (dbs) lead was replaced due to insufficient tremor control, despite multiple programming attempts. Subsequent imaging demonstrated lateral lead placement, which is considered a likely contributing factor. The patient underwent a lead revision procedure wherein the device was explanted and replaced. The lead was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well and reported better tremor control.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Manufacturer narrative:
Correction to the initial MDR: the correct aware date of the initial report should have been december 08, 2025. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) lead was replaced due to insufficient tremor control, despite multiple programming attempts. Subsequent imaging demonstrated lateral lead placement, which is considered a likely contributing factor. The patient underwent a lead revision procedure wherein the device was explanted and replaced. The lead was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well and reported better tremor control.